Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced decreasing blood glucose while golfing, consumed oral glucose tablets, then paused the ilet and ate sweet and sour nuts, after which troubleshooting and education were provided. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.